Event description:
It was reported that a staff member allegedly sustained a shoulder injury when the foot litter weldment fell against them during bed cleaning. It was determined that the customer did not have the foot prop assembly in the proper angle position. No malfunction was found with the bed. The extent of the injury and any medical intervention are not known.